Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an error code appeared. Power was recycled and error resolved. Three days later same issue at end of a session. Screen went blank; unable to power on. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis could not reproduce the error, however, a system error was found in the programmer error logs. Analysis found the system fan was noisy and the left keyboard hinge was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.